Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Manually. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All attempts have been made. Did the jaws eventually open? A little, enough to release the tissue from the jaw. Is the current patient status known? He was hospitalized until (B)(6), under observation because of what happened, still not updated today. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Prolonged hospitalization, I will update the information with the surgeon.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Approximately how far did the device cut? Were any staples deployed? If so, were they on only one side of cut line? Was the device difficult to open? How was the stapling issue addressed intraoperatively?

Event description:
It was reported that when firing the stapler there was only the cut and there was no stapling, just as it locked and neither opened nor closed, there was no complication during the intraoperative period but the surgeon awaits the postoperative period for evaluation. Patient had prolonged hospital stay due to product failure. The patient has already been discharged.